Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headache, dizziness, sore throat, cough, lightheaded and difficulty breathing. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged that they have headaches, dizziness, sore throat, difficulty breathing, coughing, and lightheadedness. They are also alleging the device has a burning/smoke/electrical odor, the fan barely works, no air comes out, and a dirty filter. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: pil initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord. Dirt-like contamination on the top enclosure. Dust-like contamination on top of the blower motor and the blower box. Black dust-like contamination on the ui panel. Black contamination, consistent with keratin, at the air outlet of the blower box. Potential mineral deposit spots on the bottom of the blower motor, indicating potential water ingress. Dust-like contamination at the air inlet of the blower box. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Fitt (foam integrity test tool) and the associate procedure ER 224560 v01, was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d9, g3, h3, and h6 have been updated or corrected.